Event description:
It was reported during a carto case, the second coil used unintentionally detached from the pusher wire inside of the 100cm angled glide catheter after multiple repositioning efforts. The coil and glide catheter were removed from the body simultaneously. The case was resumed successfully. The anatomy was very challenging and keeping the catheter in place was difficult due to the greater than 90-degree turn. The patient condition was stable, and the procedure outcome successful.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.